Event description:
It was reported to MFR that a sys diagnostic test performed at the vns pts follow up visit due to a recent increase in seizure activity, revealed high lead impedance. The increase in seizures was reported by the caregiver to be above the pre-vns baseline. The treating physician believes that a possible cause for the high lead impedance could be due to the pt repetitively reaching over a "half door" located at the pt's residence, which may have resulted in damaging the lead. X-rays were taken of the left chest and neck to assess the continuity of the system. The x-rays were reviewed by the MFR and no obvious discontinuities or anomalies were observed that could be contributing to the high lead impedance. The pt's device was programmed off at the time the high lead impedance was noted. The believed cause for the increase in seizures was due to lack of vns therapy. The pt had surgery to replace the problematic lead. During surgery, a lead break was discovered in the lead in the neck area and the positive helical was described by the surgeon as not being on the nerve. The explanted lead has been returned to MFR and is pending the completion of product analysis.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by MFR, no gross lead discontinuities visualized. Device failure is suspected.